Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot#: l40756, implanted: (B)(6) 2000, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving gablofen with concentration 2000 mcg/ml at a dose rate of 379.8 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient had a recent pump replacement about one month ago. According to the doctor, the patient had bumped his incision at the pump pocket on his dresser drawer. Since doing that, the incision became red, inflamed, and produced some drainage from the incision. The pump and catheter were removed due to a superficial infection at the pump pocket. The physician wanted to remove the old pump and catheter, as far as he could remove, at the previous site. They had removed only a partial portion of the catheter from the pump pocket. The physician cleansed the area and closed that incision. A new catheter and pump were implanted. The explanted portion of catheter and pump were discarded by the hcp. The issue was resolved as of (B)(6) 2020. The patient was with out injury regarding their status as of (B)(6) 2020. The patient¿s weight and medical history were noted as having been requested but were unknown. No further patient complications have been reported as a result of this event.